Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer stated that there was a speaker malfunction on the mx40 device. It is unclear whether the device was being used on or off the network at the customer site. There was no patient involvement.